Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The operating room mgr, reported that during a surgery, while impacting, the device fractured. No delay and no adverse consequences for the pt.